Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 348 mg/dl. The customer had consumed a large meal and had not yet delivered a food bolus. The customer declined tandem technical support's offer for further assistance. The customer declined to provide further information regarding the event.